Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received two occlusion alarms. The customer's blood glucose (bg) level was over 500 mg/dl and insulin injections were used to address the high bg level. The customer disconnected from the pump and reverted to using a backup to manage diabetes. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the cartridge. The customer indicated that the cartridge and infusion set would be changed.